Event description:
It was reported that the urine would partially drain from the foley catheter and stopped completely the issue was recurring. In the first scenario, 1 lasix IV was given and approximately 200 cc urine was drained per hour. The registered nurse noted femoral central venous pressure increased greater than 30, the bladder scan showed 1.1 l in the bladder despite urine drainage. The foley catheter was changed, and all the urine was emptied from the bladder and then the central venous pressure was back to the normal range. In the second scenario, there was no urine flow noted from the foley catheter and unable to irrigate. The bladder scan showed 135 ml of urine. The foley catheter was removed and urine drained post exchange. In both the instances there was a tip of the foley catheter with sediment observed. Per follow-up via ibc on 21oct2020, the sediment builds up at the end of the foley catheter would contribute to the blockage and the urine flow issue. In a few instances, the complainant had some slow flow versus  no flow to the urometer bag. However, the bladder scan revealed urine was not fully emptying of the bladder.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "connector was clogged." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Correction: f. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine would partially drain from the foley catheter or would stop completely and the issue was recurring. In the first scenario, 1 lasix IV was given and approximately 200cc urine was drained/hour. The registered nurse noted femoral central venous pressure increased greater than 30, the bladder scan showed 1.1l in the bladder despite urine drainage. The foley catheter was changed and all urine was emptied from the bladder and then the central venous pressure was back to the normal range. In second scenario, there was no urine flow noted from the foley catheter and was unable to irrigate. The bladder scan showed 135ml of urine. The foley catheter was removed and urine drained post exchange. In both instances there was tip of foley catheter with sediment observed. Per follow up via ana montes on 21oct2020, the sediment build up on the end of the foley catheter did contribute to the blockage and urine flow issue. In a few instances, the complainant had some slow flow vs no flow to the urometer bag . However, with bladder scan revealed urine not fully emptying from the bladder.